Event description:
During a procedure saline was noted to be leaking from the catheter. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Fluid was noted outside of the irrigation tubing but within the tygon tubing just distal to the luer hub. No other visual anomalies were noted. Further testing revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors.